Manufacturer narrative:
Additional information added to: h6 (patient and device codes)

Event description:
It was reported that the syringe pump module had a channel error 200.5040. It was sent for vendor repair then returned. It then passed the preventative maintenance tests and functionality was verified. No further information was provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the syringe pump module had a channel error 200.5040. It was sent for vendor repair then returned. It then passed the preventative maintenance tests and functionality was verified. No further information was provided.